Event description:
It was reported that the patient stated that their system controller would continuously alarm to connect to power. The patient was connected to wall power when this occurred. The patient exchanged their system controller which resolved the issue.

Manufacturer narrative:
Section d4: the primary UDI number in d4 is reflective of all available information no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be supplemental information. The final report for this event will be submitted under MFR number: 2916596-2025-06084.

Manufacturer narrative:
Section a2 - patient age: corrected manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was not confirmed. Multiple attempts were made to obtain additional information, including if any products would be returned for analysis and if any log files were available for review; however, the information was not provided. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system controller being unknown. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the system controller. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.